Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what is the product code for the linx device that was removed? Lxmc13. Is a lot or serial number available? Not available. Does the patient have any of the allergies to metals? No. Is the patient currently taking currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Was there any hiatal or crural repair done at the same time as the implant? No. Was mesh used at time of implant? No. What was the reason for removal of the linx device? Chronic dysphagia. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? Unknown.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot number is unknown, therefore no DHR review could be performed.

Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing record evaluation could not be performed. The following information was requested, but unavailable: what is the product code for the linx device that was removed? Is a lot or serial number available? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids/immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted?

Event description:
It was reported - post implant of 13 bead linx device at the mayo clinic on (B)(6) 2015, the patient had multiple dilations and decided she wanted to have the device removed. Device removal took place on (B)(6) 2019 without any complications.